Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the doctors sutured the patient after hysterectomy in the operating room, they used absorbable suture, which broke in the use process, and immediately they stopped using and replacing new products of the same model and lot number from the same place of origin. The device prolonged the operation time not more than thirty minutes and increased the pain of the patient. There was no patient injury.